Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-00760, 400-03-444, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - patient developed a bad infection. A two stage revision required. Used evolve, femoral head, and empowr liner as molds for the placement of a spacer with performed.